Manufacturer narrative:
Clarification to d.9: device not received. Photos received for analysis per date provided. Device photo analysis: visual analysis of the photographs identified: granuloma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported capsular contracture - baker grade IV. Device has been explanted and replaced with a non-allergan device. Ultrasound and biopsy have been performed. This relates to the left side

Event description:
Physician reported capsular contracture - baker grade IV. Device has been explanted and replaced with a non-allergan device. Ultrasound and biopsy have been performed. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 20dec2023.

Event description:
Physician reported capsular contracture - baker grade IV. Device has been explanted and replaced with a non-allergan device. Ultrasound and biopsy have been performed. This relates to the left side.